Manufacturer narrative:
Pump passed operating currents and displacement test however alarmed during prime and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip,minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus and that the pump is faulty. Customer's blood glucose was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.